Event description:
The software product mentioned in this medwatch report may not be a medical device; however, cerner has chosen to file this medwatch report to voluntarily notify the FDA of the resolution of a malfunction associated with this software product. This issue involved cerner millennium sepsis and impacted the cloud-based product. The issue impacted one customer and has been resolved. The client's updated unit of measure (uom) for white blood cell (wbc) count was incorrectly mapped in the database. As a result, even when the sepsis alerts were being triggered for this client, the system failed to consider the wbc values charted on patients. The root cause was the incorrect uom mapping, which led to these values being ignored by the system. Due to the missing mappings, the system filtered out related clinical events, preventing alerts from being generated with wbc values. Cerner has not received communication on any adverse patient events as a result of this issue.

Manufacturer narrative:
Cerner was notified of the issue by the customer on february 14, 2025 and began an investigation. The issue was resolved for the customer on february 22, 2025. The issue was resolved by updating the correct domain name in ontology. Testing and validation confirmed that wbc values are now considered in sepsis alert generation. The system is functioning as expected. Cerner corporation considers this issue to be resolved and no further narrative is required for follow-up.